Event description:
I am a type 1 diabetic who has relied on the dexcom line of continuous glucose monitors (cgm) in conjunction with the omnipod insulin pods to manage my diabetes. I recently switched from the dexcom g6 model of cgms to the dexcom g7 model and have been having nothing but connectivity problems between the two devices since. The cgm is unable to connect to my insulin pod, and in doing research via google and reddit, I am not alone in this: https://www.reddit.com/r/omnipod/comments/1ji9lcs/anyone_else_having_issues_with_omnipod_5_and_g7/ https://www.reddit.com/r/omnipod/comments/1f1b776/issues_connecting_g7_to_omnipod/ https://www.reddit.com/r/omnipod/comments/1lcn478/omnipod_5_app_not_connecting_to_dexcom_g7_need/ https://forum.tudiabetes.org/t/g7-and-omnipod-connection-failures/94104. The core issue here is that users, since switching from the dexcom g6 to the g7, are having connectivity problems between the dexcom and the omnipod. The dexcom app on the phone has the readings, but the readings seldom make it from the dexcom to the omnipod. This leads to the insulin pod being unable to dynamically determine if I need insulin, and often overnight will disconnect entirely, and I wake up with high blood sugar and a "sensor not found" message. This goes against the entire function of this setup I believe this is due to a hardware design flaw with the placement of the bluetooth antenna on the new dexcom g7 cgms, as I personally never had issues with the dexcom g6 connecting to the omnipod.the only way to ensure connectivity between g7 and omnipod is direct line of sight between the pod and the cgm, which is just not feasible medically. My insulin sites get very inflamed and I have to rotate between 10 locations on my body for both the cgm and the insulin pod. The cgm lasts 10 days and the pods only 3, so there is often scenarios where I have to rotate to the back of my body when the cgm is on the front, and vice versa. I have to reiterate that this problem was only introduced with the dexcom g7 cgms. I never had issues with connectivity with the dexcom g6 and the omnipod 5. The dexcom g6 are slated to be discontinued (B)(6) 2026, so I am writing to plead about pushing that date back indefinitely until the issues with the dexcom g7 bluetooth connectivity are sorted. This problem is unsafe to use with diabetics in its current form, as it is too prone to frequent disconnect failures with the omnipod insulin device. I am supplying a handful of screenshots from the omnipod 5 and dexcom iphone applications from 2 days: - the files (B)(6) 2026 dexcom info.jpg (B)(6) 2026 dexcom readings.jpg (B)(6) 2026 dexcom info from omnipod.jpg (B)(6) 2026 no dexcom readings in omnipod.jpg show that I am getting readings in the dexcom app consistently, but not in the omnipod. (B)(6) 2026 device locations: omnipod 5 is located on upper left buttox dexcom g7 is located on lower right abdomen -the other files (B)(6) 2026 8-42 am missing readings after sleep omnipod.jpg (B)(6) 2026 1132am missing readings omnipod.jpg (B)(6) 2026 1-13 pm no sensor found omnipod.jpg show omnipod screenshots where I woke up with high blood sugar with missing readings, then later in the morning at 11:32 am where I had missing readings, and then later at 1:13 pm where the sensor shows as not found in the omnipod app (B)(6) 2026 device locations: omnipod 5 is located on upper right thigh dexcom g7 is located on back right arm.